Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the complaint unit was carried out. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. A guidewire was returned running through the device. An attempt was made to remove the guidewire but a resistance was encountered and the guidewire could not be removed. Blood was running through the sheath surrounding the coil. Therefore the device could not be wet tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-06260. This complaint is now reportable based upon the device analysis completed on (B)(4) 2014. It was reported that the burr became stuck on wire. A 1.75mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were selected to treat to target lesion. During procedure, the footswitch was stepped, however, the burr did not rotate. It was noted the burr was unable to be removed from the rotawire. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good. However, device analysis revealed a broken wire.